Manufacturer narrative:
(B)(4) "additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.¿ (B)(4). The expiration date is not currently available. Associated medwatch: 1221934-2018-53174

Event description:
It was reported by the sales rep via phone that during a meniscal repair each time the surgeon went in with two of the sales rep's truespan 12 degree peaks, the shaft became bent. The sales rep stated that the surgeon's technique was off and was using excessive force. No implants were deployed from either device. The procedure was completed with two other devices with no patient harm but there was a one minute to open a new device each time. The sales rep stated that the patient was young with a really bad tear. The sales rep stated that the devices were discarded by the customer but has provided photos of each complaint device.

Manufacturer narrative:
Product complaint # ==> (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary ==> the complaint device is not available for physical evaluation. From the photos provided and from the complaint description, it is clear that excessive force was applied to the device which caused the device to bend. A root cause for the reported failure can be attributed to user misuse, in that excessive force was applied to the device. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).